Manufacturer narrative:
According to the report, the stent was placed over eg junction and it was migrated because the delivery system caught the stent due to not sufficient extension when removing the delivery system. The delivery system was removed soon after placing the stent. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Through the attached photos, it is observed that the stent is fully extended. However, it is hard to perform an accurate analysis because the stent has not yet been returned. However, based on the description, which was written that "the delivery system was removed soon after placing the stent", it is assumed that this customer complaint has occurred by removing the delivery system before the stent is extended. Investigation will be conducted once device is returned and if there is any updates we will send follow-up report accordingly.

Event description:
It was reported that the stent was placed over eg junction and it was migrated because the delivery system caught the stent due to not sufficient extension when removing the delivery system. The delivery system was removed soon after placing the stent. Another stent (niti-s) was used to finish the procedure. Based on the issue, the physician waited for a little more time before removing the delivery system.

Manufacturer narrative:
It was reported that, the stent was placed over eg junction and it was migrated because the delivery system caught the stent due to not sufficient extension when removing the delivery system. The delivery system was removed soon after placing the stent. As a result of analysis of returned device, like the confirmation of pre-investigation (without returned device), the distal part was fully expanded, but the proximal part was partially expanded. The removal suture was substantially pulled, and the head of stent was slightly twisted along with the suture. The stent was put into the zipper bag and the water bath was set to the same temperature of human body. (36.4~37.5'c) then 5 minutes later, the suspected device was somewhat expanded, but it did not fully due to the pulled suture. Inner sheath was observed with the kinked mark, but it was not sure whether it occurred during the transportation process or not. It was confirmed from the DHR that device had been manufactured with no significant issue and passed all the inspections successfully. Esophageal structure where stent implanted is the part with active peristalsis. It can be difficult to expand due to pressure generated by patient's lesion. As a result of the water bath test, although the stent was not fully expanded due to the substantially pulled removal suture, it was confirmed that the stent was partially expanded. In addition, the stent was deployed without any problem, it is hard to consider the device is malfunction. However, based on the description, which was written that "the delivery system was removed soon after placing the stent", and "it was migrated because the delivery system caught the stent", it is assumed that the delivery system was removed by the user during the stent expansion. Also, the delivery system or tip was caught the removal suture under the removal process, and by pulling in that condition, the proximal head of the stent was twisted and the stent was migrated at the same time. Because the head was twisted, the user seems to think that the stent is not fully expanded. To prevent such problems, our company's user manual was specified as follow. Precautions: care should be taken when removing the introducer system and guidewire immediately after stent deployment since this may result in stent dislodgement if the stent has not been adequately deployed. Also, care should be taken when performing dilation after the stent has been deployed as this may result in stent migration. Procedure: "it should be careful when removing the introducer system and guidewire after stent deployment. And if it is felt excessive resistance during removal of them, wait 3~5 minutes to allow further stent expansion. (Place the inner sheath back into the outer sheath as the original state prior to removal.)". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
It was reported that the stent was placed over eg junction and it was migrated because the delivery system caught the stent due to not sufficient extension when removing the delivery system. The delivery system was removed soon after placing the stent. Another stent (niti-s) was used to finish the procedure. Based on the issue, the physician waited for a little more time before removing the delivery system.